Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported that 00mlx light source was not bright enough when turned on. The rear fan was working and observed smoke from the unit, there was no presence of fire. Lamp hours was 160 hours and unit hours was 3443 hours. There was no patient injury and no delay in surgery.

Event description:
N/a

Manufacturer narrative:
The mlx 300w xenon lightsource (00mlx) was returned for evaluation: failure analysis - the evaluation was unable to replicate the reported fault (lumens were within specifications). However, the unit was extremely dusty - hence the possible smoke. Additionally, the bezel was burned and required replacement of parts to meet manufacturer¿s specification. Root cause - the reported complaint is confirmed. Evaluation identified excessive dust inside the unit as well as burn damage to the bezel. Excessive dust can lead to overheating. No manufacturing, workmanship, or material deficiency has been identified. No further investigation required based on the acceptability of risk and no adverse trends identified. This will be monitored and trended going forward.